Event description:
It was reported that during a percutaneous coronary interventional procedure, a shaft break occurred. The lesion was located in the moderately tortuous posterolateral branch of distal left circumflex (lcx). Another manufacturer's 2.5-18mm stent was deployed from the distal to posterior descending branch of lcx. Then the ostium of posterolateral branch was occluded due to plaque shift. The apex 2.5-15mm balloon was dilated in the posterolateral branch via a stent strut. And then the stent delivery system (sds) balloon was delivered in lcx for kissing balloon technique however the sds balloon was not able to cross there. The apex balloon was removed outside the patient's body without resistance, however the physician had noted that the distal shaft had separated. The separated shaft remained in the posterolateral branch. The physician engaged the mach1 8f fl3.5 guide catheter and attempted to retrieve the separated shaft by snare however the shaft was unable to be retrieved. The following day the remaining shaft fragment was retrieved with a snare under echo guidance.